Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the volume discrepancies were due to potential drug leakage, procedural error but not catheter trouble. It was reported the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, the volume discrepancy reported was actually in specification. The previous refill volume was 18ml, the expected residual volume was 16.4ml and the actual residual volume was 15.9ml.

Event description:
It was reported that on (B)(6) 2010, a reservoir volume discrepancy of 31.0% was noted; actual residual volume (arv) 15.9ml and expected residual volume (16.4ml). On-going dose titration was reported through (B)(6) 2010. On (B)(6) 2010, the arv 17.0ml and erv was 17.1ml (11% volume discrepancy). Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).